Event description:
Attorney alleges that the patient underwent surgery for implant of perfix plug (x3) on (B)(6) 2010 (x2) and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "a small perfix plug (device 1) was placed on the right and a medium perfix plug (device 2) was placed on the left side using prolene sutures." (B)(6) 2011 - patient was diagnosed with recurrent left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device 3). Per op notes, "dissection through the previous scar tissue. A medium perfix plug (device 3) was placed on the defect using prolene suture."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). Additional supplemental emdrs were submitted to represent the perfix plug (device 2), perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). Additional emdrs were submitted to represent the two bard/davol perfix plugs (device #2 & device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of perfix plug (x3) on (B)(6) 2010 (x2) and (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.